Manufacturer narrative:
Date rec'd by MFR: 24 jul 2019. The part was returned to the manufacturer for failure investigation (fi). It was determined that a delaminated sealant at the wire input to the motor housing caused the leak in the blower subsystem. Repair of the sealant resulted in the unit passing testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 29april2019. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator failed the system leak test. There was no patient involvement. Event date not specified: estimate used.

Manufacturer narrative:
Date of report: 05jun2019. Date rec¿d by MFR: 29apr2019. The manufacturer's field service engineer confirmed the reported leak issue. The manufacturer¿s field service engineer (fse) replaced the defective blower assembly to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.